Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to insufficient reprocessing. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus device, a gastrointestinal videoscope, to the olympus service center. The customer did not report any device malfunctions associated with the device, nor any patient harm. The device was returned to olympus for an unspecified reason. Upon inspection and testing of the returned device, it was observed that there was a white foreign material in the air/water tube. This report is being submitted for the event found during evaluation. There was no known patient involvement. Additional information about the event has been requested and a supplemental report will be submitted if any further information is received.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the malfunction reported in section b5 the following findings were discovered; the air/water cylinder had no color, the suction cylinder had no color, the switch one was damaged, the grip was deformed, the plug unit had a scratch, the insulation resistance value at distal end did not meet the standard value due to a burn on plastic distal end cover, the image had a stain due to dirt on the objective lens, the play of up/down knob was out of the standard value due to wear of angle wire, the objective lens had a crack, the light guide lens had a crack, the connecting tube had a cut, and the universal cord had a wrinkle the investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.